Event description:
It was reported that the patient experienced dissatisfaction with the spectra penile prosthesis (spp). The spp system was explanted and a new 18cm x 14mm ambicor penile prosthesis was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.